Manufacturer narrative:
The insulin pump was received with a64 error alarm during self-test due to faulty y1on rf board. The unit was unable to communicate with the bg meter or mini link transmitter sensor and glucose sensor simulator due to a64 error alarm. The unit had a cracked case at display window corner.

Event description:
The customer called and reported the insulin pump was alarming with a radio frequency error. Customer's blood glucose was 260 mg/dl. Customer stated the alarm was happening randomly during the day. During troubleshooting, customer was advised to program a bolus into the air and the amount was recorded in bolus history. A self test was performed and passed. It was advised the insulin pump would be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.